Event description:
A new vial of accu-chek comfort curve strips was opened to perform point-of-care glucoses on our skilled inpatient rehab unit. Three pts were tested and all resulted in the 300 range. The nurse questioned this and performed controls on the strips. The controls failed. She opened another new vial of strips, performed controls which were acceptable, and repeated the pts. Ther repeated results were all in the 100's. Two of these pts' insulin coverage was constant and would not have been affected by the results. One pt was given 8 units of novolog because of the original result by another nurse, prior to the first nurse questioning the result. All repeated testing was performed within 20 minutes of the original test.